Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. This report is for three (3) unknown matrix rib plates/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted approximately 3 years ago. Not explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. The (510k): unknown, as specific part number for the plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with unknown matrix rib plates and screws approximately 3 years ago. Three out of the four plates had broken. The revision surgery has not been scheduled yet. Concomitant device reported: screw (part # unknown, lot # unknown, quantity # unknown). This report is for three (3) unknown matrix rib plates. This is report 1 of 1 for (B)(4).